Event description:
Reporter alleged the customer obtained a blood glucose result of 419 mg/dl on his advantage system however was experiencing hypoglycemic symptoms of being sweaty and weak. Reporter stated the customer obtained a result of 64 mg/dl on their back-up system and self treated with orange juice and food as a result. No other actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.